Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under and around the sensor adhesive. Patient described the skin reaction as red, bumpy and itchy. Sensor was inserted at abdomen on (B)(6) 2015. Patient's physician prescribed cortisone cream on (B)(6) 2015 for healing. At the time of contact, patient reported skin reaction is fine and returned to normal color. No additional event or patient information is available.